Manufacturer narrative:
Upon reassessment of the reported event, this is a duplicate of an existing event reported under MDR 3010536692-2014-00362. The initial report should be voided.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain. Bmi: 35. Primary asa: p2 - mild disease not incapacitating.